Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's pump received a continuous glucose monitor alert hours after when the pump should have alerted the customer. No reported adverse impact to the customer's blood glucose. The customer declined to provide further information regarding the event and declined troubleshooting with tandem technical support.